Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy (oa) was selected to treat a patient who had declined surgery. Oa treatment was administered to a lesion in the distal left main (lm) artery via the femoral approach. Two treatment passes were performed each on low and high speeds. The diamondback coronary orbital atherectomy device (oad) was removed and imaging was performed, which did not reveal any complications. The viperwire guide wire was exchanged for a non-csi wire. The patient's pressures decreased and an angiogram was performed, which revealed a vessel perforation in the lm. Three stents were placed to resolve the perforation. The physician declared a code and lifesaving support measures were administered, including pericardiocentesis, and the patient stabilized. Multiple vessels were opened in an effort to keep the patient alive, and shocks were administered to stabilize the patient's inconsistent heart rhythms. After one hour the patient went into ventricular fibrillation and attempts to save the patient were stopped. The patient expired.